Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had not used the stimulation because it had not been working since 2016. The patient had experienced a loss of stimulation and a loss of therapy. It was also reported that the patient could not connect with their ins recharger starting in (B)(6) 2017. The patient reported that they had two appointments at their doctor¿s office to have their device reprogrammed, but no one showed up to either one. It was noted that the patient did not have a managing physician at the time of the call. The patient mentioned that they met with a manufacturer representative at a hospital 3 months prior to the call and was given instructions on how to restart the ins but that patient stated that it did not work. A manufacturer representative planned to follow up with the patient at the time of the report. No further complications are anticipated.